Event description:
On march 8, 2010, the lay user/patient contacted lifescan alleging that the one touch ultramini meter read inaccurately high. The medical surveillance specialist (mss) was unable to reach the pt for follow-up questions. The following complaint was classified based on info obtained from lfs customer service. The pt reported readings of 412 mg/dl on his meter and 70 mg/ld on another meter performed within 30 minutes of each other. He said that the readings were taken either one or two weeks before calling lifescan. He says that he continued to take his normal dose of diabetes medication due to the issue including an unk dose of novolog. He said that he took her usual dose of diabetes medication due to the issue. He said that he felt cold a couple of months before the product issue started. He also said that around the same days the readings were taken she rec'd a glucagon injection from emergency medical services. The pt takes adjustable amounts of insulin. According to the troubleshooting performed with customer service, the test strips were within expiration dating. The control solution test fell outside of range based on the test strip vial. The pt's testing steps were correct. Although details of the incident are unk, this complaint is being reported because the pt alleged the meter read inaccurately high and rec'd treatment from a health care professional that may have been used to prevent diabetic symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.